Event description:
It was reported that when the peep is set at any level above 2cmh20, delivered pressures/flow increases greatly (filling test lung to max and starts "acting crazy"). The ventilator was not connected to a patient when the reported problem occurred.

Manufacturer narrative:
Na